Manufacturer narrative:
Per communications with the response center engineer (rce), there were no strips or alarm configuration files available. The logfiles provided end just prior to 23:00 which is when the asystole alarm allegedly did not occur. However, prior to 23:00 there were red alarms occurring from 22:37 to 22:42. The rce also stated that the nurse and biomedical engineer tested the equipment and found it alarming to specifications. The device remains in use.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient experienced an asystole and there was no audio or visual alarms at the central station. The patient expired.